Manufacturer narrative:
Our records indicate that this device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) with a monitoring voltage of 2.58 volts and charge time measurements of 18.9 seconds. No adverse patient effects were reported.